Manufacturer narrative:
No report of delays or cancellations. During the time of the reported event, the v-pro 1 plus sterilizer was running a cycle when the unit began to produce an odor throughout the room. The unit did not alarm and the cycle completed successfully. It is unknown if the employee subject of the reported sought or received medical treatment. A steris service technician arrived onsite to inspect the sterilizer and identified the unit was operating according to specifications. The technician did not detect an odor during a test cycle. The technician tested the sterilizer and returned the unit to service. The v-pro 1 plus sterilizer was manufactured in 2011 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported an employee experienced eye and throat irritation following a completed processing cycle in a v-pro 1 plus sterilizer.